Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: testing confirmed the display screen was foung to be fully functioning and fully illuminated with no visible signs of damage, fading or discoloration. A review of the black box/alarm history indicated no malfunction related to the reported complaint. The pump was opened and no damage was found to the display flex. The reported complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There were reportedly audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).